Manufacturer narrative:
Although it has been stated that the device involved in the reported event will be returned for evaluation, it has not yet arrived. Upon receipt of the sample and completion of the investigation, a supplemental medwatch will be submitted. (B)(4). Device not yet returned to manufacturer .

Event description:
As reported by angiodynamics' distributor in the (B)(4), "double lumen PICC leaking when used for infusion. Needed replacement." The used device will be returned for evaluation.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(4) 2016 angiodynamics complaint report was reviewed for the bioflo PICC product family for the failure mode "hub broken/cracked {pasv & hybrid}." No adverse trend was identified. The reported complaint description cannot be confirmed as no sample was returned. Although without receiving product for evaluation, we are unable to definitively determine a root cause for this incident, a possible cause of the reported leakage may have been a cracked hub from an over-tightened connection with a mating male luer (likely a needleless connector). Inadequate flushing of the device may also be a contributing factor. The directions for use (dfu) supplied with the reported PICC device contain caution that "repeated over-tightening may reduce hub connector life," and not to use hemostats to "secure or remove devices with luer lock hub connections. " recommended flushing techniques are also stated in the dfu. (B)(4). Device not returned to manufacturer.